Event description:
It was reported that the device was returned to the manufacturer after being removed for normal depletion. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Concomitant products: 6947 implantable tachy lead (B)(6) 2008. (B)(4).